Event description:
Caller stated that he discovered an air leak on his sons 6dct. This 6dct was placed in the pt on (B)(6) 2012 by the father. The cuff was pre-tested per the dfu before insertion. On (B)(6) 2012 he noticed that the pt's trach was leaking air. The item was removed from the pt, and new 6dct was placed in the pt.